Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material came out of nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor drainage. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign object came out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found due to clogging of nozzle, water removal ability did not meet the standard value. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: adhesive on bending section cover (a-rubber) had a chip, a crack and had white-clouded area; also adhesives around objective lens had white-clouded area; scope-cover was shaved; universal cord had a wrinkle; adhesive around light guide lens was peeled and the plastic distal end cover (c-cover) had a dent. Scratches were found on universal cord, protector of universal cord on control section side, protector of universal cord on suction-connector side, c-cover and the connecting tube. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.